Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, manipulation of the starter guidewire was possible when using the catheter in basket configuration; however the starter guidewire could neither advance nor be withdrawn when the catheter was in flower configuration. The use of the same guidewire was continued and the procedure was completed with this device. No patient complications were reported.